Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Visual inspection found that the inner sheath was detached and was not returned. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand because the stent was not returned. The investigation concluded that the additional observed damage of inner sheath detached was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) that could have resulted in this encountered damaged. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the stent was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus)- guided gastrojejunustomy procedure. However, the IFU states: "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >=6 cm in size and walled-off necrosis>= 6 cm in size that are adherent to the gastric or bowel wall." The device is not indicated to be placed transgastric to the jejunum for the treatment of a gastric outlet obstruction during a gastrojejunostomy procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-04687 and 3005099803-2024-04688 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during endoscopic ultrasound (eus)-guided gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was advanced through the scope and was punctured through the gastric wall into the patient's jejunum. The stent's first flange was then deployed; however, it was unable to expand and stayed foreshortened on the catheter. A second axios stent was used but the same problem occurred. Reportedly, the catheter was jiggled back and forth, and the scope was torqued left and right but the stent's first flange was still unable to open. Both stents were partially deployed on the delivery system when removed from the patient. The procedure was completed with a third axios stent of a different size. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus)-guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >=6 cm in size and walled-off necrosis>= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum for the treatment of a gastric outlet obstruction during a gastrojejunostomy procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-04687 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during endoscopic ultrasound (eus)-guided gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was advanced through the scope and was punctured through the gastric wall into the patient's jejunum. The stent's first flange was then deployed; however, it was unable to expand and stayed foreshortened on the catheter. A second axios stent was used but the same problem occurred. Reportedly, the catheter was jiggled back and forth, and the scope was torqued left and right but the stent's first flange was still unable to open. Both stents were partially deployed on the delivery system when removed from the patient. The procedure was completed with a third axios stent of a different size. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus)-guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >=6 cm in size and walled-off necrosis 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum for the treatment of a gastric outlet obstruction during a gastrojejunostomy procedure.